Event description:
The customer stated that her blood glucose readings were not being stored in the memory of a contour next ez meter. There was no allegation of adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.